Manufacturer narrative:
Device evaluation summary: according to the information provided, the patient experienced a deflation and capsular contracture in the breast implant. During evaluation of the device a crease was noted on anterior aspect. Also a tear was observed within the crease measuring approximately 0.5 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative right-sided deflation and bilateral capsular contracture, baker grade 2 or 3 on left and baker grade unknown on right. Diagnoses were confirmed by a physician. As a result, the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.